Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced bacterial peritonitis. The peritonitis was manifested by severe abdominal pain. The cause of the peritonitis was not reported. On the same day, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dose, route, frequency not reported) for peritonitis. Antibiotic therapy was ongoing at the time of the report. Three days after admission to the hospital, the patient was discharged. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. Additional information was not available. This is report 3 of 3 involved in this event.